Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check with pressure transducer difference > 5 cm h2o. The issue was confirmed in problem description and service report. Pressure transducer printed circuit board was identified as faulty part and replaced. Defective pressure transducer printed circuit board may lead to high pressure. Defective part was not returned. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/10/2009. Corrected manufacture date: 03/11/2009

Event description:
Manufacturer's ref. #: (B)(4).